Event description:
Caller states customer was unable to obtain a blood glucose result due to an error within specifications on the aviva system. Customer reported low blood glucose symptoms; caller states she treated customer with glucose gel. Low blood glucose symptoms improved within 5 minutes. Timeframe between incident and attempt to use the device was not provided. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was not able to obtain this information. It was unknown if the initial reporter sent report to the FDA.